Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Flexible drill bit attachment from the acetabular screw pan stayed permanently bent at an angle after the small drill bit broke while trying drill for screws. A backup flexible drill bit attachment was used along with a backup drill bit.

Event description:
Flexible drill bit attachment from the acetabular screw pan stayed permanently bent at an angle after the small drill bit broke while trying drill for screws. A backup flexible drill bit attachment was used along with a backup drill bit.

Manufacturer narrative:
Corrected data: product was not returned. An event regarding crack/fracture (¿drill bit broke while trying drill for screws¿) involving an unknown drill bit was reported. The event was not confirmed. Method & results: product evaluation and results: visual, dimensional, functional inspection, and material analysis were not performed as the item was not returned. Clinician review: not performed because no medical records or x-rays were made available for evaluation. Product history review: a review of the product history records could not be performed as the device was not properly identified. Complaint history review: a complaint history review could not be performed as the device was not properly identified. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Further information such as the return of the device and further information are needed. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.